Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed. The assignable cause could not be determined at this time. The user interface module master software version is 5.48.90, categorized as remediated. A service history review revealed that the device has not been previously serviced by baxter. A device history review was performed and there were no exceptions noted during the manufacturing of this device. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The distributor contacted a baxter (B)(4) sales representative and informed them that a colleague infusion pump caused electric shock. There was a nurse that was involved with this event. As she went to turn off the pump, she placed her hand on the left side of the device an electric shock was received. It is unknown if there was injury or medical intervention necessary. There is no additional information about this occurrence. The user interface module software version of this pump is currently unknown.